Manufacturer narrative:
The device was manufactured from september 17, 2020 - september 18, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye found that exterior surface of the unit was wet which indicated a leak may have occurred. Functional testing was performed by filling the device with green colored water. During fill, a leak was observed on the tubing line during fill, the bladder did expand. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage out of the housing. This issue was discovered during filling. There was no patient involvement. No additional information is available.